Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2009. During the procedure, pressure fluctuations occurred. The procedure was restarted and the eight minute cycle was completed. At the completion of the procedure, the surgeon felt that he had removed the entire volume of fluid that he had instilled (15cc). After the procedure, the doctor noted that the back of the uterine wall appeared to be untreated. The doctor rechecked balloon and a small hole was noted. No adverse pt consequences occurred. The doctor postulated that possibly the impeller had damaged the balloon upon extraction.

Manufacturer narrative:
(B) (4) - pressure fluctuations occurred: conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.